Manufacturer narrative:
(B)(4). Evaluation, results: (death); (pre-operatively ruptured aneurysm, cardiac complications); (stent graft was used to repair a pre-operatively ruptured aneurysm). Conclusions: (pre-operatively ruptured aneurysm, cardiac complications); (stent graft was used to repair a pre-operatively ruptured aneurysm).

Event description:
A talent stent graft system was implanted in a pt for the emergent endovascular treatment of a 8 cm pre-operatively ruptured abdominal aortic aneurysm approx one month ago. The pt had cardiac complications as well. The aortic neck was 2 cm in length with moderate angulation. It was reported that due to the large diameter aneurysm sac the physician was unable to cannulate the contralateral gate (ref MFR # 2953200-2011-00891). A talent converter and iliac limb along with another manufacturer's occluder were implanted and sealed the aneurysm. The pt was still having cardiac issues and the physician elected to decompress the pt by surgically opening the abdomen. When the abdomen was opened the blood pressure dropped and the pt expired (ref MFR # 2953200-2011-00892). No further info was provided.